Event description:
An endurant ii stent graft system was implanted for treatment of a 67.9 mm in diameter abdominal aortic aneurysm. It was reported that the devices were successfully implanted; however, the patient notified the recovery staff that they could not feel their feet. The patient is paralyzed, cause of the event is unknown. The patient has not, and will not receive treatment. No additional clinical sequelae were reported.

Manufacturer narrative:
Exact date of death is unknown.

Event description:
Film review analysis, review of pre-implant cta¿s revealed that the patient¿s aorta was extremely calcified. The proximal neck was severely angulated approximately 90 deg maximum; rt - lt. The neck diameter just below the renals was 19mm. The neck dilated to 25mm; 1cm below the renals. The neck was also severely calcified. The maximum aaa diameter was 6.3cm and the aneurysm was lined with calcification and contained thrombus (3cm typical flow lumen diameter). The distal aortic diameter was 21 x 15mm and was also calcified. The iliac arteries were non-tortuous but severely calcified. Images during and post implant were not provided. The cause of the reported paralysis could not be determined. It is possible that this was procedure related and may have been caused by implanting within the severely calcified and thrombus filled aorta and iliac vessels.

Event description:
It was reported that the patient expired on an unknown date. An autopsy was not done. The physician does not think the graft was responsible. The physician suspects that this was a very unique case where the patient had some unusual genetic anomaly.

Manufacturer narrative:
(B)(4).